Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Onsite inspection identified a defective power distribution unit (pdu) mains interface module and a defective pdu fan tray. Both parts were replaced and returned for failure analysis. The cause of the pdu fan tray failure was identified to be in the 24v power supply, while the cause of the failure of the mains interface module could not be conclusively determined. After the parts replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system does not turn on. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.